Event description:
It was reported that there was an unknown malfunction on a motor device. It was unknown to the reporter what the malfunction was. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received for evaluated. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).